Event description:
I had a neurostimulator implanted at the hospital in 2008 by a dr. The MFR of the neurostimulator is medtronics. The model number of the implanted battery is 37712 and it is known as a restore ultra neurostimulator. The lead model # is 3777-xx. The xx signifies length which was determined when I was in the or. Lead migrated on the following month from its original location in the back of my head down to my neck & -so far- down to my shoulder. There had been no apparent external physical action that caused the lead migration. I discovered that something was wrong because I turned the neurostimulator on and felt a paralyzing pain, my neck at first. I turned the neurostimulator on the next day and felt the same paralyzing pain in my shoulder. I returned to the hospital that day and an x-ray was taken and confirmed that the lead had migrated to my shoulder area. A medtronics rep was also at the appointment on the same day and told me that lead migration is not uncommon with neurostimulators. I am scheduled for another revision surgery for twenty two days later with same dr. The entire surgery has to be redone and apparently the same battery will be used with different leads. However, if lead migration takes place again, dr stated that he will refer me to a neurosurgeon at the hospital to possibly anchor the lead with "paddles." I was just sent an estimated bill by hospital for the upcoming revision surgery. Dates of use: device still implanted, 2008. Diagnosis or reason for use: occipital neuralgia. Event abated after use stopped: no.

Event description:
This is an addendum to my report submitted on 06/08/2008. In 2008 neurostimulator revision surgery because, according to hospital's physician, there was a lead migration from the original surgery one month prior to event date. I read my medical record and it actually stated that the lead had not migrated, but the lead had broken. One month after the event date, when they did that, one of the incision sites became infected, so they went in to try and clean it out and save the device. That didn't work. One day later, the culture came back staph positive infection. The following day, a fourth surgery - neurostimulator explantation- was done to remove the device entirely and left both incision sites open. I needed IV antibiotics for awhile. I was sent home with a PICC IV line in. So now I have these debilitating headaches to deal with plus the infection. Two months later I still have a PICC line home IV therapy for 6 more days to treat the staphylococcus infection. I was released from the hospital only to return to hospital's ER on friday with mild liver enzyme elevation, nausea and vomiting from being given oxacillin. I was admitted and released on saturday at about 1pm with nafcillin. Four days later, I'm still on IV antibiotics for a staphylococcus infection for another week or so. Four days later, I just got my IV line taken out today by my home health nurse. My wounds need to be packed daily. It should be closed in another month. I have not been to work since the event date. Diagnosis or reason for use: cluster headaches. Event abated after use stopped: no. Event reappeared after reintroduction: yes.